Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1.

Event description:
It was reported that bd instaflash leaked at that catheter/hub junction. The following information was provided by the initial reporter: nurse was flushing the catheter when she noticed a leakage between catheter hub and catheter. The patient hade received cytotoxic earlier, and a leakage of drug could have damaged the skin. That did not happen, fortunately. But they could not keep catheter due to this. They have included a doc with a picture, for documentation.

Event description:
Nurse was flushing the catheter when she noticed a leakage between catheter hub and catheter. The patient hade received cytotoxic earlier, and a leakage of drug could have damaged the skin. That did not happen, fortunately. But they could not keep catheter due to this. They have included a doc with a picture, for documentation. They have included a doc in the portal for sykehusinnkjøp where this is reported.

Manufacturer narrative:
1 photo was returned for investigation. Photo #01 shows a used sample observed with blood leakage at the junction between cannula hub and catheter. The probable root cause for the leakage could be due catheter being damaged by sharp object such as scissors during product application or user had partially withdrawn the needle from the catheter and reinserting the needle into the catheter, the needle pierce through the catheter and damage the catheter. As the sample not able to return due to cytotoxic-contaminated, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored.